Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No additional patient/ event details have been provided to date. Should additional info become available a f/u report will be submitted.

Event description:
It was reported the end user developed a red rash under the skin barrier. The end user was treated by her local ostomy nurse on (B)(6) 2015, and was diagnosed with a yeast rash. The end user was issued a prescription for nystatin (anti-fugal) powder. No further patient complications were reported.